Event description:
Boston scientific received information that following the implant procedure, the shock impedance measurements on the right ventricular (rv) lead ranged from 110 ohms to greater than 125 ohms. Due to the patient's condition, a commanded shock was not performed. No adverse patient effects were reported.

Event description:
Information was later received that this patient was placed under heavy sedation for testing. A 1.1j r wave synchronous shock was delivered (reversed polarity). The resultant measured shock impedance was 120. A ventricular fibrillation (vf) induction was then performed using "shock on t" induction. Vf was successfully induced and the patient was reverted with the initial 31j shock in reversed polarity. The resultant measured shock impedance was 116. Therefore, no changes were made to the current system. No adverse patient effects were reported as a result of the testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.